Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received revealed the patient's drg ins was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's drg ins will no longer communicate due to being deemed inoperable. A troubleshooting attempt with a field representative further confirmed the issue. As a result, the patient plans to undergo surgical intervention to address the issue.